Manufacturer narrative:
Reported event of sheath detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the wire was kinked near the handle and the flare was detached. The catheter had marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the flare was detached, which prevented actuation of the device. Manipulation of the device during the procedure likely produced the kink found in the wire, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. Therefore, the most probable root cause of this event is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection procedure in the large intestine performed on (B)(6) 2014. According to the complainant, during the procedure the outer sheath detached about 10cm from the distal end of the handle, and the snare loop was unable to open. No parts of the device fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection procedure in the large intestine performed on (B)(6) 2014. According to the complainant, during the procedure the outer sheath detached about 10cm from the distal end of the handle, and the snare loop was unable to open. No parts of the device fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.